Manufacturer narrative:
The device and leads remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and chronic lead system experienced syncope and other symptoms due to heart block. A review of electrograms showed noise with inhibited pacing. Efforts to reproduce the noise were not successful, and when sensitivity was decreased to 10 mv they noted one beat with no pacing. It was noted the pacing impedance measurements were stable but had slowly increased from 534 ohms to 643 ohms. There was one instance when automatic capture went up to 2.0v, otherwise capture was stable at 1.0v. Pacing threshold measurements were 0.8v. At this time, the physician increased the pacing output to 5.0v @ 1.5ms. This changed the remaining longevity estimate for the device from 5 years to 2 years. The patient was instructed not to drive and was given a holter monitor to watch for further symptoms. Engineering reviewed the device memory and confirmed there were no resets or abnormal faults. The recorded atr episodes appeared to have some far field sensing on the atrial channel and there was occasional noise on the ventricular channel. Technical services discussed the noise, sensing, and pacing inhibition observations were more likely caused by the old leads, which had been implanted for 26 years. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received additional information. This device was explanted and was replaced with a non-boston scientific device. The boston scientific right atrial (ra) lead remains is service, and the non-boston scientific right ventricular (rv) lead was surgically abandoned and replaced. The explanted device was returned for laboratory analysis.